Event description:
During surgery, the nut of pin to rod coupling could not be turn. The surgeon tried to turn the nut by force, it was broken.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that pin to rod coupling hoffmann ii micro 1,65-2/3mm was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overloading the screw of the device. The visual inspection with r&d engineer revealed that this breakage is a disassembling of the ring which stops the device to be unscrewing further. This breakage can occur only if we tried to unscrew the device by overtorquing it. Moreover, it was reported that¿ the surgeon tried to turn the nut by force¿ to unlock it, whereas the functional inspection showed that even broken and disassembled, the screw and the thread are working well together. The screw was most likely at the end of its allowed range of motion, therefore this case is classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During surgery, the nut of pin to rod coupling could not be turn. The surgeon tried to turn the nut by force, it was broken.